Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-may-2024, it was reported that patient faced infusion set cannula crimped event. Event occurred within three hours of insertion. Insertion site was at abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.